Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the insulin pump kept alarming motor error. The customer was unable to move forward with the troubleshooting because they were stuck in the prime step and they did not have an infusion set or the red shipping cap. They were unable to check the alarm history. The customer was able to rewind the insulin pump. Customer's blood glucose level was 220 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No motor error alarm noted and the motor was tested outside the device and passed. The insulin pump functioned properly. The insulin pump was received with cracked case on the display window corners, cracked lcd window, broken reservoir tube lip and cracked battery tube threads.